Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a treatment procedure, a packaging issue occurred. It was noted while unpacking the 16 x 180cm fathom renegade hi flo 150cm catheter that the sterile pouch was opened/compromised. The device was not used. The procedure was completed with another fathom renegade hi flo catheter. No patient complications were reported as there was no patient involved.